Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced a scan error with freestyle libre 3 application. Per the compatibility guide, use of the [iphone 16 pro max phone with an ios operating system version 18.1 is incompatible with the freestyle libre 3 application. This guide is available to the user on the websites where the product is launched. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A scan error issue was reported with the abbott diabetes care (adc) device in use with an iphone 16 pro max phone with an ios operating system version 18.1. The customer was "no longer having continuous scanning" on their freestyle libre 3 application. As a result, the customer was unable to monitor glucose with sensor readings and experienced severe hypoglycemia at 49 mg/dl, sweating, trembling, disorientation, and a loss of consciousness. The customer was able to self-treat with nasal spray baqsimi "before falling" and who is also a healthcare professional. There was no report of death or permanent impairment associated with this event.